Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was initially implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2022. On (B)(6) 2022, a planned stent removal procedure was performed. When the physician attempted to remove the stent with a pair of rat tooth, the stent was difficult to remove and a part of the stent tore off and was left in the common bile duct. The procedure was completed leaving the broken piece of stent in the patient and it was reported that the patient was referred to another facility to perform an additional procedure of sphincterotomy by doing a balloon sweep to remove the broken biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was initially implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2022. On (B)(6) 2022, a planned stent removal procedure was performed. When the physician attempted to remove the stent with a pair of rat tooth, the stent was difficult to remove and a part of the stent tore off and was left in the common bile duct. The procedure was completed leaving the broken piece of stent in the patient and it was reported that the patient was referred to another facility to perform an additional procedure of sphincterotomy by doing a balloon sweep to remove the broken biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Patient code e2008 captures the reportable event of un-retrieved device fragment. Impact code f05 delay to treatment/therapy captures the reportable event of delay to treatment/therapy. Impact code f23 captures the reportable event of unexpected medical intervention. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.